Manufacturer narrative:
The reported event of noise was confirmed. The reported event of lead fracture was not confirmed. As received, a complete lead was returned in two portions for analysis. Visual inspection noted an external insulation abrasion breaching the outer insulation and exposing the outer coil located at the proximal region on the distal portion of the lead consistent with friction to the device can. Electrical testing that could be measured did not find any indication of conductor fractures although an internal short was noted on the distal portion consistent with procedural damage. Visual and x-ray inspection of the lead did not find signs of fractures but did find damages consistent with procedural damage. The cause of the reported event was isolated to the exposure of the coil in the abrasion zone.

Event description:
It was reported that patient's right ventricular (rv) lead exhibited noise oversensing. Lead fracture was also noted. The lead was explanted and replaced. The patient was stable.